Manufacturer narrative:
This product is manufactured in (B)(4), but is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. Conclusion: based on the complaint history, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens, -16.0/+4.5/x097 diopter in the patient's right eye (od). Low vault and lens rotation was observed on (B)(6) 2014. The lens was repositioned on (B)(6) 2014. The lens was explanted on (B)(6) 2015 and was exchanged for a longer lens and the problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/25.